Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were oversensing noise which resulted in inappropriate anti-tachycardia pacing (atp) being delivered. Myopotential testing was able to intermittently reproduce noise. The patient was sent in for a chest x-ray and additional information from the field indicated that while no fracture was found, it was suspected their might be one. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects or harm were reported.